Manufacturer narrative:
The pump was received with a blank display due to a broken battery tube wire. The pump was received with cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the display window. Unable to perform any tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call low blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose with food and juice. Customer attempted to replace the battery on the device and the battery compartment came out with the wires exposed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.